Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged moisture was in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump powered up with a fully functional and illuminated display screen. The reported blank screen complaint was unable to be duplicated. The pump cover was removed to find no further moisture corrosion to the display circuit or to the printed circuit board.